Manufacturer narrative:
The insulin pump alarmed during the prime test due to loose drive support disk. The insulin pump received with broken reservoir tube lip, cracked reservoir tube and scratched display window. No damage noted on reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump has fallen out of pocket. The blood glucose reading is 41 mg/dl. Customer has treated with food. Advised the customer that the insulin pump will be replaced. Nothing further reported.